Manufacturer narrative:
(B)(4). This complaint event has been previously reported under manufacturer number 1423500-2010-03858. The sample was discarded and a lot number is unknown therefore, no evaluation was performed. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The product code was unknown and no lot number was provided. A sample was not returned therefore no evaluation was performed. The root cause could not be determined based on the information available. Baxter has received similar reports for the reported condition. The root cause investigation is in process.

Event description:
During a follow up call from the facility nurse on (B)(6) 2010, it was reported that the patient was hospitalized on (B)(6) 2010 due to nausea, vomiting, no appetite and inability to retain food. Reportedly the patient was treated with antibiotic therapy for a diagnosis of peritonitis at that time. The patient reportedly also was experiencing a bowel leak and fecal peritonitis at this time. The peritoneal dialysis effluent was analyzed in (B)(6) 2010. It is unknown if the effluent was cloudy. A peritoneal culture was taken prior to antibiotic therapy. A gram stain was taken which was positive for rods and two species of organisms (unreported). While hospitalized in (B)(6) 2010, the patient developed a bowel leak which developed into fecal peritonitis (date unknown). A pd culture was performed (date unknown) while the patient was in the hospital. Culture results revealed 2 species of gram stain positive rods, one being e. Coli. The patient was treated with antibiotics (unknown) intraperitoneal (ip) via manual exchanges. The patient reportedly was not a candidate for surgical intervention for the bowel leak because the patient was far too weak. On (B)(6) 2010, the patient expired while hospitalized. The nurse did not have an official cause of death or death certificate. The reported events of gastro problems, including nausea, vomiting, can't keep anything down, no appetite, bowel leak, fecal peritonitis and weakness did not resolve prior to the patient expiration. The event was unrelated to dianeal solutions or disposable products.